Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination of the returned sample shows no sign of any defect. The sample was inflated using the parameters set out and inflated without issue. The sample was leak tested under water and no leakage detected. The sample remained inflated for twenty-four hours and no issue noted. The sample was inflated/deflated three times and no issue noted. The reported defect could not be detected on the unit returned for evaluation. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit did not inflate. There is no patient involved in this event.